Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a tonsillectomy surgery, the coblator ii controller shut off and could not power on again. The procedure was successfully completed without significant delay using an alternative competitor device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the unit, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of manufacturing records for this s/n qe0p0002sr found no deviations or non-conformances during the manufacturing process.no visible damages and no manufacturing abnormalities. The warranty void is untouched and in its original condition. During functional test the unit stays switched off. No power. The power fuses were measured and were intact. The top cover of the unit was removed. Visual inspection of the inside view revealed no problem; the fuses were intact, but inserted incorrectly into the fuse holder; the fuses were inserted correctly and the unit performed as specified; the complaint was verified and the root cause was determined due to a user error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.